Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that the patient was revised on (B)(6) 2008 due to pain. The modular head and taper adapter were removed and replaced. It is further alleged that the patient underwent a second revision on (B)(6) 2010 following an auto-immune reaction. The modular head and taper adapter were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2008 was due to pain from noted hypertrophic fibrous scar tissue and fibrotic reactive tissue. The operative notes confirm that the taper adapter and modular head were removed and replaced. This reported is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2010-00626 / 00629 & 2013-3473).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2006. Subsequently, it is alleged that the patient was revised on (B)(6), 2008 due to pain. The modular head and taper adapter were removed and replaced. It is further alleged that the patient underwent a second revision on (B)(6), 2010 following an auto-immune reaction. The modular head and taper adapter were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6), 2008 was due to pain from noted hypertrophic fibrous scar tissue and fribrotic reactive tissue. The operative notes confirm that the taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the right hip revision on (B)(6), 2010 was due to pain and noted the presence of necrotic synovial tissue. The acetabular cup, modular head and taper adapter were removed and replaced with a competitor's cup and a biomet head and sleeve.